Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(6). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Repair of the device was not performed because the device was not returned. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. The event is not confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental medwatch will be filed.

Event description:
It was reported that the zimmer dermatome blade was put in upside down (it can be placed in the device either way) and a full thickness skin graft was taken, instead of the intended split thickness. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional/corrected information. This is a limited investigation, a review of the device history records and a complaint history review will not be completed for limited investigation complaints as the product meets the applicable acceptance criteria review of the most recent repair record identified repairs unrelated to the reported event. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Repair of the device was not performed because the device was not returned. (B)(6) 2020 as documented in the repair reports in livelink. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. Review of complaint history found no additional related issues for this item and the reported part and lot combination. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is not confirmed.

Event description:
No additional event information.